Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13789 and 3005099803-2013-13791 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube kinked making the peg tube difficult to pass through the gastrostomy site. The peg tube was removed from the patient. A second endovive standard peg kit push method was used, however, when the peg tube was pushed over the guidewire, the guidewire got stuck at the transition zone between the hard and soft plastic. They tried to pull the guidewire back a bit but the peg tube would not advance. The peg tube could not be removed from the patient so the patient was sent to the operating room to remove the peg tube and wire that was stuck inside. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be fine.

Manufacturer narrative:
A visual examination of the device found it to be separated. The middle section of the device which contained the barbed connector, inner and outer rings, was not returned. The proximal end of the domed peg silicone tubing had been cut and it was measured to be approximately 22.5" long. Additionally the customer had cut the domed peg the full length including the dome. The thermoformed tubing was badly stretched and kinked with both ends necked down. The thermoformed tubing was measured to be approximately 70" long. It was noted that the condition of the returned device could not be verified with respect to guidewire stuck at the transition zone between the hard and soft plastic due to the condition of the returned device. The transition zone, including barbed connector, inner and outer rings, was not returned so the passage of a .035" guidewire through the connector could not be verified. Since this was the second device used in this procedure, it is possible that the guidewire was damaged in the first unsuccessful placement attempt. If the guidewire was damaged, it could have caught on the metal cannula of the barbed connector and caused difficulty during this placement attempt. Although the customer did not provide the size of the initial incision, it is possible the incision size might have been too small for placement causing the damage found on this device. Additionally user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A device history record (DHR) review of lot number 16062656 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16062656.

Manufacturer narrative:
Reported event of feeding tube difficult to place. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13789 and 3005099803-2013-13791 for the other associated device information. It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the dilator tip of the peg tube kinked making the peg tube difficult to pass through the gastrostomy site. The peg tube was removed from the patient. A second endovive standard peg kit push method was used, however, when the peg tube was pushed over the guidewire, the guidewire got stuck at the transition zone between the hard and soft plastic. They tried to pull the guidewire back a bit but the peg tube would not advance. The peg tube could not be removed from the patient so the patient was sent to the operating room to remove the peg tube and wire that was stuck inside. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion was reported to be fine.